Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and electric shock for what appeared to be atrial fibrillation (af) with rapid ventricular response (rvr). Device was reprogrammed and remains in service. No additional adverse patient effects were reported.